Manufacturer narrative:
(B)(6). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot# left blank as the information was not provided by the distributor. Section g4: PMA/510(k) number the 950n80 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n80j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n80j neonatal ventilator dual heated circuit kit has been used under the section g4. Method: the subject 950n80 neonatal ventilator dual heated circuit kit was received at fisher & paykel healthcare (f&p) new zealand for investigation where it was visually inspected. Our investigation is thus based on our evaluation of the subject device and our knowledge of the product. Results: visual inspection of the subject device revealed that the tubing had a visible cut on the inspiratory limb. The returned dual limb was also observed to be contaminated, with signs of use on both the inspiratory and expiratory limb. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the 950n80 neonatal ventilator dual heated circuit kit. The user instructions which accompanies the 950n80 neonatal ventilator dual heated circuit kit cautions the user: - do not crush, stretch, or milk the tubing. - check all connections are tight before use. - perform a pressure and leak test on the breathing system before connecting to a patient.

Event description:
During device evaluation of a 950n80 neonatal ventilator dual heated circuit kit at fisher & paykel healthcare (f&p) new zealand, it was found that the tubing was damaged. There was no reported patient involvement.